Event description:
It was reported that the patient had been released from the hospital post implant and brought back two days later. A commanded 10 joule shock was delivered and shock impedance measurements were noted to be within normal limits at 63 ohms. An induction test was attempted, however, the patient kept breaking out of the induced rhythm on their own. The physician will continue monitoring. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that during the procedure to implant this subcutaneous implantable cardioverter defibrillator (s-ICD), the patient had a reaction to the anesthesia and was hypoxic and acidotic and was placed on a ventilator. A commanded shock was delivered an noted a high shock impedance measurement of 103 ohms. The physician inquired if the patient condition could affect the impedance measurement. Technical services (ts) discussed hypoxia and acidosis can affect efficacy of shock or induction, but is not likely to affect impedance measurements. Ts recommended reviewing the device position and it was noted that the device may have been anterior. The device was successfully implanted and the physician elected to postpone induction testing. This device remains in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during the procedure to implant this subcutaneous implantable cardioverter defibrillator (s-ICD), the patient had a reaction to the anesthesia and was hypoxic and acidotic and was placed on a ventilator. A commanded shock was delivered an noted a high shock impedance measurement of 103 ohms. The physician inquired if the patient condition could affect the impedance measurement. Technical services (ts) discussed hypoxia and acidosis can affect efficacy of shock or induction, but is not likely to affect impedance measurements. Ts recommended reviewing the device position and it was noted that the device may have been anterior. The device was successfully implanted and the physician elected to postpone induction testing. This device remains in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the patient had been released from the hospital post implant and brought back two days later. A commanded 10 joule shock was delivered and shock impedance measurements were noted to be within normal limits at 63 ohms. An induction test was attempted, however, the patient kept breaking out of the induced rhythm on their own. The physician will continue monitoring. No additional adverse patient effects were reported. This device remains in service.